Event description:
It was reported that blade separation occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for percutaneous transluminal angioplasty (pta). However, it was confirmed that the blade was separated before use, and it was thought that the problem may have been caused by vibration during transportation. The procedure was completed with another of the same device. There was no problem with the patient.